Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced a wet tap during a competitive explant procedure. The physician was able to proceed with a blood patch without complication to address the issue.